Event description:
Additional information received states that the patient was stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent orif surgery for a patella fracture with the plate. In a case of a patient with a 4-part fracture, the proximal and distal bone fragments were combined into 2 parts using a cannulated screw 3.0 and then fixed with a plate. Nevertheless, it was found that due to the thickness of the patella, the plate was not large enough to provide full coverage. Starting from the lower bone spur, a long screw was inserted into the proximal bone fragment from the plate leg, and the proximal bone fragment was also fixed with sufficient screw placement and number. However, overall, there was placement of the screws in the shallow layer and poor support for the upper edge. Shortening and hardening of the proximal bone fragment due to displacement at the time of the fracture was found, and measures such as intra-articular dissection were taken during reduction, making reduction difficult. However, the procedure was completed with plate fixation and tendon reinforcement using sutures. However, when flexion was checked before suturing, the upper edge collapsed at approximately 40 degrees of flexion. Although the surgeon managed to repair the damage, the partial damage, as well as the condition of the bone quality and fixation, meant that early rehabilitation of the patient was impossible. The surgeon noted that there may be cases where ideal screw placement is difficult due to insufficient plate coverage of the entire patella, and that a larger size, such as six holes similar to the template, or additional designs that can cover the patella are necessary. The surgeon stated the following about the relationship between this event and this product: in the case of patellar comminution, there may have been problems with bone quality and shortening and stiffening of the quadriceps tendon, but because the patella was thick, it was possible that the plate was not fully covered. In addition, there may have been insufficient screw placement in the superficial layer of the patella as well as in the upper edge of lower bone spur. The surgery was completed successfully with 45 minutes surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.